Event description:
There was an allegation of questionable glucose results from the accu-chek inform ii meter. The result from the meter was 8.1 mmol/l. The results from the cobas c501 analyzer were 2.4 mmol/l and 2.3 mmol/l.

Manufacturer narrative:
The strip lot number was 671339. The expiration date was not provided. Both levels of quality controls, level 1 and level 2, were run and passed within the last 24 hours. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The test strips have been requested for return, but the strips were not available for return. If the product is returned in the future, a follow-up report will be submitted. As no investigation could be performed, a device related issue could not be excluded. No product problem was found.